Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri) after being implanted for 56 months. The charge time was 16.4 seconds with a monitoring voltage of 2.47 volts. The left ventricular port was plugged and this crt-d had been used for defibrillation purposes only. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device is returned and analysis completed, this report will be updated.